Manufacturer narrative:
H6: device codes: corrected from "material split, cut or torn" to "break". B5: describe event or problem: updated to include new information obtained. E1: initial reporter phone: (B)(6). E1: initial reporter facility name: (B)(6) hospital. Device evaluated by MFR: returned product consisted of a maverick 2mr balloon catheter. Visual inspection revealed no damage or irregularity. The device was returned with a stylet and balloon protector in place which were both removed without issue or irregularity. Microscopic inspection revealed no damage or irregularity. There is no sign of fluid to the device and the balloon was tightly folded. Media inspection depicts a portion of the device within and out of its shipping hoop; however, due to visibility it is unclear if the visible portion is a separation or a portion of the device with the shipping mandrel visible. Therefore, the media provided is found to be inconclusive.

Event description:
It was reported that shaft break occurred. Upon unpacking of a 2.50mm x 20mm maverick balloon catheter, it was noted that the shaft was damaged and broken. The procedure was completed with another of the same device. No patient complications were reported, and patient was stable. It was further reported that rapid exchange part of the balloon was found to be fractured after being unpacked.

Event description:
It was reported that shaft break occurred. Upon unpacking of a 2.50mm x 20mm maverick balloon catheter, it was noted that the shaft was damaged and broken. The procedure was completed with another of the same device. No patient complications were reported, and patient was stable. It was further reported that rapid exchange part of the balloon was found to be fractured after being unpacked.

Manufacturer narrative:
B5 - describe event or problem: updated to include new information obtained. H6 device code changed from "break" to "material split, cut or torn". E1: initial reporter phone: (B)(6). E1: initial reporter facility name: (B)(6) university .

Event description:
It was reported that shaft break occurred. Upon unpacking of a 2.50mm x 20mm maverick balloon catheter, it was noted that the shaft was damaged and broken. The procedure was completed with another of the same device. No patient complications were reported and patient was stable.

Manufacturer narrative:
(B)(6).